Event description:
The initial reporter stated that the pump was not infusing as expected. They stated that it over delivered. Mmd did follow up with the initial reporter, who stated that the complaint had occurred during testing and did not affect a patient. No other information was provided. (B)(4).

Manufacturer narrative:
The device was returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. When the pump was returned to mmd for investigation it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information an MDR would not have been required.

Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, no investigation could be performed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was not infusing as expected. They stated that it over delivered. Mmd did follow up with the initial reporter, who stated that the complaint had occurred during testing and did not affect a patient. No other information was provided. (B)(4).